Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the device could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. The patient effect(s) listed is consistent with the product risk profile and are therefore expected. The treatment appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
It was reported through a research article that unspecified device failure with prostar xl in patient #1 may have led to artery rupture. The pre-close technique was used prior to a transfemoral transcatheter aortic valve interventional procedure with a sentrant 16fr sheath and an evolut pro 26 mm valve. The article does not provide specific treatment for the patient. Unspecified intervention was required. Details are listed in the attached article, titled "effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation."